Manufacturer narrative:
The 'date of event" and 'date received by manufacturer" were updated to reflect the correct date. The previous dates submitted were incorrect.

Event description:
Product problem.